Event description:
It was reported that the left ventricular (lv) lead dislodged. Currently, the lead remains in use, but a lead revision was scheduled to occur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).